Event description:
It was reported that intraoperatively with a new device and pt programmer there was a 23 warning message: unconfirmed values. The company rep was able to interrogate the device and sync with the pt programmer but after synching, she got warning screen and when she pressed p to program, she got telemetry in progress screen, then it switched back to unconfirmed values warning message. The company rep could not get out of this warning screen. It alternated between this warning screen and the telemetry in progress screen. Pt rec'd a new ins and was doing fine.

Manufacturer narrative:
(B)(4).